Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume intermate had a particle. The particle was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 27, 2015- may 28, 2015. The device was received for evaluation. Visual inspection noted a particle embedded on the outside of the bladder. The reported condition was verified, however, the particle is not in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.